Event description:
It was reported that during a follow up, loss of capture and decreased sensing were observed. Fluoroscopy revealed cardiac perforation. The lead was capped and replaced. The patient was in good condition after the event.